Manufacturer narrative:
Device evaluated by manufacturer: visual and tactile inspection on hypotube shaft profile found no issues. A visual inspection of the outer and inner lumen and tactile examination of the entire extrusion found no issues. A detailed microscopic examination of the balloon identified a 4mm tear just proximal to the distal markerband. All blades were fully bonded on the balloon and did not exhibit any signs of damage. The tip showed no signs of tip damage. A microscopic examination of the proximal and distal markerbands identified no damage. The device was attached to an encore inflation unit, an attempt was made to inflate the device however, it failed to inflate. The device was then soaked in the water bath at 37 degree celsius, and an additional attempt to inflate the balloon noted liquid leaking from the tear at the distal markerband.

Event description:
It was reported that a balloon rupture occurred. A 10mm x 3.50mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that when the physician inflated to 6 atm the balloon ruptured. The procedure was completed with another of same device. There was no patient complications reported.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that a balloon rupture occurred. A 10mm x 3.50mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that when the physician inflated to 6 atm the balloon ruptured. The procedure was completed with another of same device. There was no patient complications reported.